Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. It was visually confirmed that there was electrical intermittency between the pin and the cap. It was also noted that the proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation was breached cut and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the lead had intermittent capture, high thresholds, and dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.